Event description:
A customer reported that their pump would not detect the cartridge and was experiencing an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, attempted various troubleshooting steps, including inspecting the cartridge o-ring and cleaning the pump's pneumatic tap area, but was unable to successfully load the cartridge. As a result, the customer was referred to the sales team for a pump replacement.